Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the snubber pcb, cleaned and re-greased the high voltage candlesticks, re-zeroed the ma null to 0.00 vdc, and re-calibrated and re-configured the default settings. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not produce an image and the technique went to maximum technical factors. Initial trouble shooting from the facility indicated high voltage circuit failure. System would not produce an image on the eft (live) monitor.